Manufacturer narrative:
The hardware investigation of the returned battery charger board found that the reported event was related to an electrical issue with the board. Charger 1 board did not pass functional testing on the test fixture. Channel a, b, and sense voltage had no output. The remaining outputs voltage were as expected. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The high voltage transformer tank was making a chirping noise above 110kv. Replaced the tank, and added appropriate amount of dielectric oil to cable connection sockets. Further inspection of system also identified battery charger 1 was not charging at several outputs as measured at j7. Replaced inverter charger 1. The high voltage tank and inverter battery charger were both received by the manufacturer for evaluation. Analysis of the high voltage tank could not confirm or replicate the reported damage/malfunction. It functioned normally during testing. Analysis of the inverter battery charger is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system high voltage tank was damaged. This was discovered while trouble shooting for a different issue. There was no patient present when this issue was identified. No additional details were provided.